Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #c9e369. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional and damage. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9e369, and no non-conformances were identified.

Event description:
It was reported that during a robot assisted right hemicolectomy, the device could be fired at the 1st firing without problems. The device could not be fired at the 2nd firing during use. The doctor tried to back the articulate, but it did not work, so a new battery was loaded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.